Event description:
It was reported the lcd (liquid crystal display) has a crack that looks like a burn mark. Display is damaged. It is unknown what caused the problem. It was also reported the case is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm that the display was broken. It was confirmed that the upper and lower cases were broken. It was also noted that the battery release and knobs were contaminated, the ring cover was broken, the battery contacts were compressed and contaminated, and the battery drawer was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.